Event description:
It was reported that right ventricular (rv) lead thresholds had exhibited a sudden rise to a range described as elevated. No action was taken and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.